Event description:
Information received by medtronic indicated that the insulin pump alarmed broken force sensor was detected during seating or regular delivery. Customer also stated that the insulin pump received critical pump error alarm along with open book image. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Retainer = black. Case type = ngp the customer returned the pump for an alleged critical pump error (open book image) and pump error 35 alarms found on 9/17/2022. The pump powered up properly after battery installation. No critical pump error (open book image) alarm noted. The pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08675 inches. Successfully downloaded the pump history and trace files using thus. A review of the pump history file shows on 9/17/2022 at 13:25 there was a pump error 54 (linenumber 1421 filenumber 32122) alarm followed by a pump error 3 (linenumber 2803 file number 2002) alarm and on 9/24/2022 at 12:23 there was another pump error 54 (linenumber 1421 filenumber 32122) alarm followed by a pump error 3 (linenumber 2803 file number 2002) alarm that occurred due to software errors. No pump error 35 alarms were found in the pump history or trace files. The pump was cut open for a visual inspection. Moisture damage was found on the electronic assembly (pcba 1 and pcba 2), keypad flex tail, motor, and force sensor. The battery tube was also cracked on the inside of the pump. A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during the physical inspection: scratched case, cracked select button keypad overlay, stained keypad overlay, cracked battery compartment, end cap address label fading, and pillowing keypad overlay. Critical pump error (open book) and pump error 35 alarms are not confirmed. Pump error 54 and pump error 3 alarms are confirmed due to software errors. Moisture damage and cracked battery tube (inside of the pump) were found during the visual inspection. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.